Event description:
The report they received from their affiliate indicated that during a stenting procedure to the right coronary artery, the physician experienced difficulty removing the sds after stent deployment, the sds became snagged (the distal tip was not recannulated after deployment of the stent) and the inner sheath was streched followed by it seperating from the catheter. The inner sheath with the attached distal tip was removed from the patient without difficulty, as it had seperated from the catheter at a point outside the patient. There was no report of any adverse affects to the patient. The target vessel was mildly calcified, tortuous, and 70% stenosed. The product was reported to be perfect out of the package, and no anomalies were noted during prep.